Event description:
The facility reported that the irrigation tubing fell off the handpiece during phacoemulsification. The patient experienced a corneal burn. The doctor was able to complete the case.

Manufacturer narrative:
No samples have been returned for evaluation. There have been no other reported cases of the tubing coming loose. The root cause of the tubing coming loose cannot be determined at this time. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the ecri health devices, hazard update: scleral and corneal burns during phacoemulsification, november 1996, vol. 25, no. 11: 426-431, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A letter and copy of this industry article was provided to the customer.